Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient had a shunt implanted (B)(6) 2014. According to the report, the patient had a blood test which showed the c-reactive protein was high. An ultrasound performed on (B)(6) 2014 revealed abdominal pus. The doctor suspected the patient had an abdominal infection or plugging and would perform csf checks to see if there is an intracranial infection.